Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering a cycler alarm during treatment. The patient stopped the treatment and opened the cycler door and noticed some fluid inside the cycler cassette compartment. Follow up with the patient indicated he did not experience any adverse events as a result of this incident. The effluent was clear. The patient notified his nurse who in turn did not prescribed him any antibiotics as a prophylactic. The patient used manual supplies to complete the treatment. The cassette/tubing set in question had already been discarded.